Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump alarmed compromised force sensor system. The customer's blood glucose was unknown. Customer stated the drive support cap was sticking out. Advised customer to discontinue the use of the insulin pump and revert to back up plan.

Manufacturer narrative:
The pump passed the displacement, self test and off no power tests. The pump alarmed compromised force sensor system during the basic occlusion test due to a loose / protruded drive support. Unable to perform the occlusion, prime, unexpected restart or excessive no delivery tests due to the alarm. All operating currents were within specification. The pump was received with a cracked reservoir tube lip, minor scratches on the display window, a cracked case at the display window corner, a scratched reservoir tube window and a missing end cap sticker.